Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported the device was poorly seated. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2014. A watchman closure device was successfully implanted. In (B)(6) 2015 at the 12 month follow up, transesophageal echocardiogram (tee) revealed the appendage was mildly dilated and there was no associated thrombus or evidence of flow in the laa. In (B)(6) 2015 the patient presented for atrial fibrillation ablation. During this procedure, intracardiac ultrasound imaging demonstrated that the watchman device appeared to be poorly seated with about 1.1cm of the device exposed suggesting the struts were exposed and the device did not cover the ostium of the appendage. Contrast was injected in both intravascular ultrasound and with fluoroscopy and was visualized going into the laa and eventually exit, suggesting there was free flowing leak. The evaluation of the laa and the watchman device revealed the device is not seated correctly, there was a connection with the laa, but there was not complete endothelialization. The tee performed that day confirmed there was no evidence of thrombi on the device or in the face of it, no intracardiac mass, vegetation or thrombi seen and no pericardial effusion present.